Event description:
Patient reported she had leaking at the end of only one hizentra infusion on (B)(6) 2019 but was able to finish the infusion, and reported redness that was probably caused by the band aid adhesive we have shipped different tubing and band aids to patient. No to her information known. Reported to (B)(6).